Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage. The following information was provided by the initial reporter: after successful puncture, the nurse found that the catheter tube was leaking near the root of the catheter tube, so she had to pull out the catheter. After pulling out, she flushed the catheter tube with salt water, and found that there was indeed a leakage near the root of the catheter tube.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/22/2021. H.6. Investigation: a device history review was conducted for lot number 0295711. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, they returned device was reviewed by our team of quality engineers. Based on microscopic evaluation of the unit they were able to identify a small breach in the catheter tubing, that is consistent with a cannula puncture. There are many ways that this failure mode can be manufactured and are all controlled through automated visualization of all manufactured devices. A review of the manufacturing logs was unable to identify any instances of cannula pierce-through in the inspection logs. Devices manufactured in this way are not capable of successfully inserting the catheter tubing into the patient and for this reason our engineers are unable to associate this event with the manufacturing process. Without additional information on the procedure used to operate this device we are unable to establish a root cause for this event. H3 other text : see h.10.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage. The following information was provided by the initial reporter: after successful puncture, the nurse found that the catheter tube was leaking near the root of the catheter tube, so she had to pull out the catheter. After pulling out, she flushed the catheter tube with salt water, and found that there was indeed a leakage near the root of the catheter tube.